Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and an obturator sling was used. The patient experienced mesh erosion issues and underwent mesh removal procedures on (B)(6) 2008, (B)(6) 2009, and on (B)(6) 2010, at which time she had a surgisis graft implanted.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See also medwatch 2210968-2011-01939 and 2210968-2012-01112. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Narrative: it was reported that the patient underwent excision of exposed mesh on (B)(6)2010 by dr.(B)(6).. (B)(6).